Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the pt had diarrhea and vomiting over (B)(6), and their dose was reduced on (B)(6) 2011. Following the dose reduction, the pt symptoms had improved, and the pt was feeling better. The pt's last refill was on (B)(6) 2011. It was also noted that a "ptm disabled" message was displayed on the pt programmer, following a replacement of batteries. The pt was scheduled for an appointment on (B)(6) 2011, in which a review of the programming/ptm was planned. On (B)(6) 2011, infection was reported. The drug administered via the pump was dilaudid, with a daily dose of 0.2 g/day. The pt's pump and catheter were explanted. The pt required hospitalization. The pt's outcome was indicated as being an ongoing serious injury/illness. On (B)(6) 2011, addition info indicated that following the new pump and catheter implant, the pt suffered from septic shock. Anchor sutures from the pump were found in the pt's bowels. The pt's status was noted as being "serious", and the pt was still in the ICU on (B)(6) 2011. The pump was removed on (B)(6) 2011 due to the infection. Add'l info will be provided in a f/u report as it becomes available.